Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing reported that the patient had an impedance issue on every electrode except for electrode two, four, and five. One lead number 2 there was an impedance issue on electrode nine only. The patient describes no falls or accidents that could have been the cause. The manufacturing representative tried to reprogram around the impedance issues on lead number one, could not successfully achieve good paresthesia before hitting out of range, but they were able to provide good coverage with lead number two.